Manufacturer narrative:
There was no allegation that a malfunction of the da vinci system, instruments, or accessories occurred during the procedure; therefore, no product is expected to be returned. A review of the site's system logs for the reported procedure date was conducted and the investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy, an injury to the pulmonary vein occurred, resulting in bleeding. To control the bleeding, the procedure was converted to an open thoracotomy. The estimated blood loss and the method used to achieve hemostasis were not reported. The procedure was completed successfully. Although additional details were not provided, the surgeon does not believe that the da vinci system, instrument, or any accessory caused or contributed to the reported event.